Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the intra-aortic balloon pump (iabp). The stm was unable to confirm the trigger issue. The device did not have a patient cable to check. The stm then completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) had a trigger problem. It is unknown if there was any patient harm/injury; however there was no adverse event reported.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) had a trigger problem. It is unknown if there was any patient harm/injury; however there was no adverse event reported.